Event description:
The suture was used during a total abdominal hysterectomy procedure. Reportedly, the wound dehisced approx one day post-operative. The surgeon performed a re-operation and applied another suture to correct the condition. The hospital has reported the pt's condition is satisfactory.